Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 565 mg/dl and customer¿s other blood glucose was 100 mg/dl and 526 mg/dl. Customer had symptoms as excessive thirst and urination. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer feels okay to troubleshoot. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.